Event description:
It was reported that during upgrade procedure, when the lead was connected to the device, setscrew anomaly was observed. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the atrial setscrew was backed out from the atrial setscrew bore. After placing the setscrew back into the setscrew bore, a torque driver was able to engage the setscrew normally. The setscrew was able to tighten down and secure a test lead normally.